Manufacturer narrative:
Outcomes attrib. To ae, death date, describe event or problem, patient codes, type of reportable event: updated. (B)(4).

Event description:
It was further reported that the patient had an office visit on (B)(6) 2017 and the effusion wasn¿t resolved. The next day, a pericardial window was performed to drain the fluid. The patient was admitted to the hospital on (B)(6) 2017 and had a pulmonary consult, but no cardiology consult. A computed tomography (CT) scan was performed and noted no pericardial effusion. On (B)(6) 2017, bsc was informed the patient passed away that day at another hospital. The cause of death is unknown.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted after two partial recaptures. The patient was discharged from the hospital the next day and returned two days post procedure with complaints of chest pain. It was determined that a pericardial effusion occurred. Multiple echocardiograms were performed a few days after which showed no changes. No intervention was performed and the patient is asymptomatic. The patient is currently fine with no chest pain.